Event description:
It was reported that the rv lead was capped due to unnecessary shocks. Oversensing and non-capture were also observed. Additionally, an attorney alleges the patient suffered physical and other injury as a result of the lead. It is also alleged the patient experienced inappropriate and/or excessive shocking, lead fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the "defective" lead. It is further alleged the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".